Event description:
It was reported that a huber needle punctured the band tubing during a fill. As a result there was a leak and the port was replaced and tubing cut off at the site of the puncture. There was no reported patient complication.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.